Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lap chole. Event description: during the procedure, two clip appliers malfunctioned and had the same type of malfunction. The first ca500 used had every other clip not load into the jaws. Another ca500 was opened, but the same thing occurred with the second clip applier. A third ca500 was opened to complete the procedure. The two malfunctioned devices had the same lot number. Patient status: patient is fine. Intervention: after the first ca500 malfunctioned, they opened another ca500. After the second ca500 malfunctioned, they opened a third ca500 to complete the procedure.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: lap chole. Event description: during the procedure, two clip appliers malfunctioned and had the same type of malfunction. The first ca500 used had every other clip not load into the jaws. Another ca500 was opened, but the same thing occurred with the second clip applier. A third ca500 was opened to complete the procedure. The two malfunctioned devices had the same lot number. Patient status: patient is fine. Intervention: after the first ca500 malfunctioned, they opened another ca500. After the second ca500 malfunctioned, they opened a third ca500 to complete the procedure.